Event description:
It was reported there was a catheter issue, but no other details were provided. It was stated the location of the issue was at the pump connector. It was reported there was a revision and the connector was replaced. The patient status was noted as alive with no injury. No symptoms reported with the event. The pump was used to deliver dilaudid. Patient outcome was not provided. Additional information has been requested, but was not available as of the date of this report.

Event description:
It was later reported that a new catheter was placed. It was later reported that, upon visualization, it was determined that the connector needed to be replaced.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_cath, serial# unkcath, implanted: (B)(6) 2010, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information later received reported that the catheter was replaced because of a leak.